Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l), nor did the continuous glucose monitor read ¿high.¿ in response, technical support instructed the caller to perform a series of steps involving disconnecting and manipulating the pump's tubing and cartridge, ultimately resolving the issue. The corrective actions included delivering boluses and replacing necessary supplies to resume insulin therapy effectively.